Event description:
The customer reported to olympus that the evis lucera bronchovideoscope image occasionally goes black during preparation for use for a tracheoscopy diagnostic procedure. The intended procedure was completed using a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The screen blackout occasionally during angulation due to a damaged charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the charged coupled device unit was likely broken during user handling, a definitive root cause could not be determined. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.